Event description:
Please refer importer report # 1925223-2013-00167.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The dentist failed to observe the dwell time or look for shiny surface after evaporating the solvent which could have led to bond failure. CAPA were not recommended as the user did not follow all of the directions. See scanned page.